Event description:
The customer reported to beckman coulter (bec) that an unknown amount of a pale blue liquid leaked from the coulter hmx hematology analyzer with autoloader onto the counter when priming the differential pak. The leak was not contained within the instrument. The customer also reported the differential background failed. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak from pinch valve (pv43). The fse replaced the tubing through the pv43 resolving the leak and also replaced pv44, pv45, and the connecting vacuum lines as preventative maintenance. The leakage from the pv43 damaged the 10 pilot solenoid bank on the differential mix chamber assembly. The fse replaced the solenoid bank resolving the issue. Failure mode of the leak was related to pv43. Failure mode of the 10 pilot solenoid bank was caused by the leakage from the pv43. The instrument generated a failed differential background alerting the customer to an instrument problem. (B)(4).